Event description:
It was reported that intra-operatively, the physician could not get the wrench to click while tightening the setscrew to the atrial lead in the connector block of the device. The physician disconnected the lead from the device and checked that the setscrew was retracted, inserted the lead connector pin into the connector port until the connector pin was visible and tightened the setscrew but the wrench did not click even though the lead was fixed in the atrial port. The physician elected to use a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned, analysis was performed, and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.